Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis did not reveal any indication of an ICD malfunction. However, the integrity of the lead cannot be assured. Should further relevant information or the lead itself become available for analysis, this report will be updated.

Event description:
After an implantation period of approx. 47 months, oversensing on the ventricular channel was reported. The patient was monitored.